Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional called and reported that a patient was injected with one syringe of juvéderm® volux¿ xc in the jawline. About a month later the patient returned to the office and was presented with a granuloma and a cyst on the right side of the jawline. The hcp treated the patient with steroids but granuloma and cyst have improved but have not resolved. The patient is due back in the office for a follow-up. No diagnostic testing was administered. The symptoms are ongoing.